Manufacturer narrative:
The devices involved in the events will not be returned for evaluation as they were discarded. (B)(4).

Event description:
It was reported through another report that there were 4 - 5 cases in which implant coils failed to detach with an instant detacher and also with the manual method (an alternative detachment method presented in the instructions for use). No further information available.